Event description:
It was initially reported that the patient experienced very bad bladder spasms and was leaking around the foley catheter. The patient had a follow-up appointment scheduled next week. The patient stated the stimulation was working great, had taken away his pain, but not the leaking. Additional information was received reported the patient hadn¿t had therapeutic benefit since implant. The patient stated none of his programs were working and he needed new ones. The patient noted he had tried all four programs and different settings and had increased stimulation until he felt it. The patient stated stimulation had helped with his urge a little, but on the way to the bathroom his ¿bladder explodes.¿ the patient stated he thought his bladder was turning into an overactive bladder. It was then reported that stimulation was working for the patient, but only to a point. The stimulation was helping with the spasms, but not the frequency and leaking. It was noted that the patient had a foley catheter in since the beginning of (B)(6), which was before he got the device implanted. The patient had met with the manufacturer representative two weeks ago for programming. It was noted that the patient was told by his physician to wait until (B)(6) 2013 to turn the stimulation on. The patient took out the catheter for about 1/2 - 1 hour and sat on the toilet, and felt he would "piss all over himself." When the patient turned the stimulation on and up, the urgency got worse on each program. The patient ended up putting the catheter right back in. The patient was currently on program 1 at 2.0 v. It was noted that the patient spoke with this physician and the physician felt it might be because of incorrect programming. When the patient had the evaluation done, he had success. It was noted that the patient had minimal feeling on his right hip down. The patient¿s evaluation was successful on his left side, which was where the first device was implanted as well. The patient¿s first device helped with urgency, but not leaking. It was noted that the patient¿s current device was implanted on the right side and two leads were placed. It was indicated that the physician could not place the lead in the same place as before, so the physician placed them in the "bladder nerve." The patient had issues with his device pocket healing properly, and had to get "knocked out" on (B)(6) 2013 so the physician could put stitches in so pocket site would heal properly. The reason the patient got the device was because he was in a motorcycle accident in 2004 and got a spinal cord injury. The patient eventually got to the point where he was urinating every 5 minutes, he had urgency, and ended up never leaving the bathroom. Additional information received reported that the patient just increased amplitude to 2.5 v today, which he related as a slight discomfort. Since the end of (B)(6) when the patient had a revision, he had been on program 1 at 2.0 v and this provided some relief, e.g., the accidents got better. It was noted that the patient felt the urge right now, but when he pulled the catheter out he felt the urge more strongly, also when he increased the amplitude that also increased the urge to go. It was indicated that all the other programs cause him to experience strong urge symptoms, and that the patient had pulled out his catheter and tested all the programs to verify the previous statement. Since device/lead revision, the patient had not gotten as good of therapy relief. It was indicated that there were no trauma/falls and no changes in diet/habits. A bladder infection was suspected by the patient since the surgical procedure. The patient was on an antibiotics since the procedure, and the patient suspected that the bladder infection had since cleared up, and he thought that his symptoms appeared to be returning. It was noted that the patient had an appointment with a new physician in a week. The patient wanted the lead moved back to the left side where he believed he was getting better benefit. Follow-up information received reported that the patient¿s doctor will not take the patient¿s call or talk to the patient, and that the doctor told the patient that the manufacturer representative will call the patient, but the representative does not call. It was noted that the patient has a faulty catheter in him since (B)(6) this year 2013, and the patient was requesting help. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va080ee, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient thought the program they were on was not working, and that it "didn't have the right settings." It was explained that the patient was feeling stimulation in their penis.